Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer turned off the auto-off feature and thought that it causes a diabetic to enter a hyperglycemic state. Tandem technical support reviewed how the auto-off feature works with the customer. The customer indicated that the auto-off feature had been turned off. There was no reported impact to the customer's blood glucose level.